Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood was on the device as received and the valve was loose and opened as received. The valve, hub, shaft, and tip were examined. Their were multiple kinks were found along the shaft of the device. The tip was damaged; it was flattened and oval-shaped. A microscopic examination of the threads of the was revealed they were damaged/cross threaded. It could not be determined when the thread damage occurred. The ferrul was loose on the supply line as received. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with minimal forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed from the hemostasis valve during water injection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was positioned in the laa. The blue hemostasis valve could not be closed all the way. Then the physician was unable to get the valve open and the patient lost 5-10cc of blood. The physician used thumb pressure to stop the bleeding. Another of the same device was used to completed the procedure. No further patient complications were reported and the patient's status is fine

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was positioned in the laa. The blue hemostasis valve could not be closed all the way. Then the physician was unable to get the valve open and the patient lost 5-10cc of blood. The physician used thumb pressure to stop the bleeding. Another of the same device was used to completed the procedure. No further patient complications were reported and the patient's status is fine